Manufacturer narrative:
Findings: unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/a33 test due to faulty fsr (gold). The motor was tested outside the device and passed. Unit received with minor scratches on lcd window. (B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was unknown mg/d. The customer stated that insulin not deliver and there was a round black dots in monitor. The customer stated that the device was rewind many times but still not working.